Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to infusion set detached from body. And also mentioned that the tapes may not have been strong enough. Customer reported blood glucose value of 300 mg/dl. Customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-1884l, mmt-332a, mmt-243a, mmt-7040a. Troubleshooting was performed for infusion set tubing detachment and tape not sticking and non-serialized product being replaced. Troubleshooting was performed for cosmetic damage. Customer reported that pump was dropped/bumped with no visible pump damage and customer was unable to run the test. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump system within 48 hours of reported event. Customer also reported after gave herself a correction bolus using pump but blood glucose reading was still high. No further patient complications were reported. No product return is required for mmt-1884l, mmt-332a, mmt-7040a. The customer will discontinue to use the infusion set. Mmt-243a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.